Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Our field service engineer investigated the ventilator on site and solved the issue by replacing the safety valve pull magnet and the expiratory channel printed circuit board (pcb). The replaced parts were returned for further investigation. The evaluation of the provided logs confirms the reported failure. Visual inspection of the returned safety valve solenoid assembly shows that the aluminium bracket holding the solenoid has been bent, but this does not affect the operation of the solenoid. (See attached picture) simulated use testing of the returned safety valve pull magnet passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for more than two days. After the ventilation, the safety valve pull magnet passed another pre-use check. Simulated use testing of the returned expiratory channel printed circuit board (pcb) passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for more than two days. After the ventilation, the safety valve pull magnet passed another pre-use check. The expiratory channel printed circuit board (pcb) and the safety valve pull magnet have been also tested together in the same ventilator and passed the performed pre-use check. No abnormal found during ventilation for more than 24 hours. After the ventilation, the ventilator with both returned parts passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause of the reported issue could not be determined by this investigation.

Event description:
Manufacturers ref: # (B)(4).